Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in a company cartridge. Inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed except on the lens. The lens was misfolded up against the roof of the cartridge just past the loading area. The trailing haptic was folded on the anterior surface. The leading haptic was folded back toward the optic. This position would indicate a plunger underride occurred. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause appears to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed except on the lens. The lens was misfolded up against the roof of the cartridge just past the loading area. This position would indicate a plunger underride occurred. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via mhra indicated that during an intraocular lens(iol) implant procedure when implanting the lens was ¿flipping¿ when it was being loaded into the cartridge and was not happy to proceed with this lens. Lens was not implanted. The spare lens was used without an issue and the procedure was successfully completed. Additional information has been received and stated that it is unsure whether the haptic was involved or not however, it is believed that a fold in the trailing haptic was preventing the cartridge from advancing through the introducer. There was no patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).